Manufacturer narrative:
(B)(4): a review of the black box showed no signs of unexplained power loss. The battery compartment was observed to be cracked. The battery cap secured to the pump and the pump was exercised for 24 hours without power loss. The pump was opened and no defects were found with the power circuit. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging that the pump powered off when no warning while firmly depressing the ok keypad button. At the time of troubleshooting, the patient confirmed the pump powered back on with reboot; however, she was unable to go past the settings screen due to the keypad button not responding to button press. There was no reported patient impact associated with this complaint. Related MDR report # 2531779-2012-01515